Manufacturer narrative:
(B)(4). Concomitant products: 1mtec30, unknown lot#. Inserter, unknown model and serial number. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that the inserter scratched a zcb00 intraocular lens (iol) and the physician had to remove it. Through follow up it was learned that is it actually unknown if the inserter or the cartridge caused the damage. The scratch was noticed after the lens was inserted into the eye. The physician removed the lens successfully during the same procedure. Replacement lens was the same model and diopter. No incision enlargement or vitrectomy was required.

Manufacturer narrative:
(B)(6). The intraocular lens (iol) was not returned to the manufacturing site for inspection; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. There were no associated deviations or non-conformity reports found in the manufacturing record review related to this complaint. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and to examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.